Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Retention plates are falling off the post of the container lid. The filter retention plates have loosened and fell into the set, which rendered the set unsterile. Reprocessing of the set was required, which delayed surgery (processing delay) by 1.5 hours. Involved components: jk489 / full-size lid w/retention plate silver. Jk789 / 3/4-size lid w/retention plate silver. Jm489 / steril containers lid standard. Jk389 / 1/2-size lid w/retention plate silver.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The container lids are in very bad condition. All locking bolts of the retention plate are wobbling, one is missing. Therefore a secure fitting of the retention plate is no longer guaranteed. A functional test must be carried out before each use. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause fo the failure is most probably related to an insufficient usage. No CAPA is necessary.